Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and non tortuous right coronary artery. The 3.5 x 24mm promus element plus stent delivery system was advanced, but was unable to cross the lesion. Upon removal it was noted that the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. A strut on the second row on the proximal end of the stent was raised up and bent back distally, another strut was misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. There were traces of blood visible on the stent and the tip of the device. A visual and microscopic examination found that the hypotube had kinked approximately at the following locations 10mm,135mm, 394mm, 655mm and 930mm all distal from the catheter's strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and non tortuous right coronary artery. The 3.5 x 24mm promus element plus stent delivery system was advanced, but was unable to cross the lesion. Upon removal it was noted that the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.